Manufacturer narrative:
The results of the investigation are not available at the time of this report.

Event description:
The event is reported as: air seemed to leak from the cuff during use. In one case, the cuff was re-inflated after three days. The patient was re-intubated. No patient injury reported.